Manufacturer narrative:
B3: date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported that their ins was taking forever to charge and that their implant battery was going "dead" quickly since 3-4 days ago. The patient stated that they charged their ins for an hour and a half last night and the implant battery only went up to 40% but usually they could recharge to 100%. Pt noted the stimulation would turn off due to the ins battery being depleted and they were in really bad pain because they couldn't feel the stimulation yesterday. Patient services specialist (pss) reviewed the ins battery depletion was dependent on the ins settings and usage. Pt noted they lowered the intensities and ins battery still depleted fast. Pt confirmed they didn't see any error messages when recharging the ins. Pss reviewed role of rep and provided them with the nas number for their hcp office and re-directed the pt to their healthcare provider to further address the issue. Additional information was received. Pt called back about the issue saying its persisting and was somewhat escalated. Pt repeated details from original call including that they must turn the stim up higher and higher. Pt gets white screens, and it takes a long time to charge ins, and says it¿s been really bad for the last six months. Pt says they don't have a pain doctor anymore and just go through their pa. The controller was replaced.